Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during basal therapy. The customer's blood glucose was in the 450-500 mg/dl range. Reportedly, the customer reloaded the same cartridge successfully and resumed insulin delivery.